Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with low readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate. Customer has turned off the sensor a couple of time and it continues to be inaccurate. Customer's blood glucose was 490 mg/dl and sensor reading was 87 mg/dl. Troubleshooting was performed and customer was advised to remove the sensor. It was noted the sensor was bent. Customer agreed to return the sensor for analysis.